Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n (B)(4); a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the patient adverse event.

Event description:
While providing follow-up for an unrelated event, the director of risk management at the user facility reported a patient incident where the venous line fell out and the patient coded. Further clarification was provided which revealed that a patient was undergoing a routine hemodialysis (hd) treatment on a fresenius hd machine, when their indwelling catheter detached. The patient coded after the separation occurred. The occurrence date was not able to be provided. Although the machine was reported as being a fresenius product, the indwelling catheter is another manufacturer's device. The risk manager confirmed that the separation occurred because the catheter was not secured properly. No machine malfunction alleged, identified, or observed during the hd treatment. Furthermore, the risk manager stated that the event had nothing to do with a fresenius device and requested a retraction of the reported event. No further information will be made available.